Manufacturer narrative:
(B)(4). Batch #unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformance were identified. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event.

Event description:
It was reported that during a lobectomy, after dissection, the vessels were retracted by silicon sling and transected by stapler and reload. After the transection, the transection line started oozing and bleeding "minority." Amount of blood loss was not mentioned but reported as insignificant and the patient did not receive a transfusion. Several staples were observed to be loose and fell off. A metal clip was applied and the bleeding stopped. The procedure was successfully completed and no patient consequences were reported.